Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Analysis found an internal battery anomaly. This could cause the reported premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that excessive battery discharge was observed. The device was explanted.